Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 499 mg/dl. Reportedly, the customer had neglected to bolus after consuming breakfast. The customer delivered a bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.